Event description:
It was reported that prior to the implant attempt there was diagnostics data recorded on the device. The device was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.